Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot# va06evy, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient¿s device was implanted in a different pocket than the patient¿s previous device. The device was implanted in a pocket on the patient¿s left side, in the upper buttock area. It was noted that the patient stated, it had never felt so comfortable and that they could ¿barely feel it.¿ after implant, it was stated, the patient fell and reopened the incision. The device was ¿poking through¿ and the patient was in terrible pain. Additional information received indicated, the patient received assistance from their manufacturer representative and their concerns were resolved. It was also noted that the patient was working with their doctor or manufacturer representative to resolve other concerns. An appointment for (B)(6) 2013 was noted. It was then reported that the patient fell and the device became mobile causing pain. A surgical intervention was noted for (B)(6) 2013, wherein the patient¿s device was replaced. It was noted that the patient¿s physician revised the generator location and the results were good. The patient did not require hospitalization and the patient outcome was reported as serious illness/injury recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient fell in (B)(6) 2013 "and I crushed the stimulator I had in at that time, so they had to replace it in (B)(6) 2013".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was a fall. Radiological evaluation: kub showed leads in proper position. This is a patient with multiple neurologic/orthopedic issues. She will resume interstim after management of her other issues.